Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the documentation provided, the patient¿s high-risk for infection/comorbidities cannot be ruled out as the major contributing factors to the reported early post-operative symptoms and does not suggest a mal-performance of the prosthetic components, rather, a post-op complication of the surgical procedure itself. The reported 2nd aspiration was performed after a traumatic fall and was deemed hemarthrosis due to said injury and negative infection; however the patient continued on chronic prophylactic antibiotics. Although there was mention of a right tka revision in 2018, documentation regarding this event has not been provided for inclusion in the medical investigation. The patient impact was the reported post-operative complication of mrsa infection and resulting symptoms necessitating chronic prophylactic antibiotics, the 2 aspirations and the reported revision. Should additional documentation be provided, the medical investigation assessment may be re-evaluated. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2016; had been treated with p.o. Antibiotics. She presented redness and swelling with slow healing and possible cellulitis and deep infection. Her knee joint was aspirated for a 1cc of bloody fluid. She was "admited" to the hospital for IV antibiotics; "vancomicyn" was prescribed. She "may had" required surgical debridement, irrigation and antibiotic beads.